Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during intraocular lens (iol) implantation procedure, there was defect within the optic, but not close to the visual axis or involving the edge of the optic. The lenses were left in eye.